Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. The phaco handpiece was manufactured on september 22, 2006. Based on qa assessment, the product met specifications at the time of release. A visual assessment of the returned handpiece did not reveal any non-conformity. The returned handpiece passed the resistance value test. The returned handpiece was connected to a calibrated system and tuned. The returned handpiece caused the system to generate a system message (sm) during the tuning process. The returned handpiece was disassembled and inspected. Water was found around the crystals inside the returned handpiece. No additional test was performed. The cause of the observed sm can be attributed to water ingress. However, how the water got inside the handpiece remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup, the handpiece had no phacoemulsification power. Additional information has been requested.